Event description:
It was reported that signal loss occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2: type of follow up - additional information h6: additional information.

Event description:
It was reported that signal loss occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.